Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with conformable gore® tag® endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. It was reported that the procedure included snorkeling of the renal, superior mesenteric and celiac arteries. The procedure was reported to have gone well with all devices performing as intended with good patency. Post operatively, this same day the patient was reported to have expired due to a low hemoglobin count. No excessive blood loss was reported during the procedure and no access issues or difficulties were reported. As the patient¿s pre-operative status was not stable (being managed with comfort care, with a hgb count of 6) prior to the procedure; the possibility of needing a transfusion was discussed prior to the procedure as the patient¿s religious beliefs prohibited the transfusion of blood products. The patient refused this option prior to the procedure.